Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. Customer was also comparing results to another device; actual meter to meter comparison results were not provided. The customer¿s expected fasting blood glucose test result range is 130 - 150 mg/dl; customer was advised regarding expected results and her a1c result, but husband stated her that her blood glucose test results have come down since she is now taking insulin. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living area. The test strip lot manufacturer¿s expiration date is 04/22/2021 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).